Event description:
It was reported that the patient was not getting adequate pain relief. After reprogramming, the patient was feeling stimulation on non-targeted areas due to lead migration which was confirmed through an x ray. During the revision procedure, the physician noticed that the sutures were busted from the leads which was likely due to excessive weight. The physician repositioned the leads using extra thicker sutures as the tissue was not holding onto the sutures very well. Upon follow-up two days post-operation, one of the leads migrated as confirmed through x-ray. Reprogramming was attempted and all areas were covered except the lower back. Additional information was received that the patient underwent a full system replacement procedure wherein the physician secured the leads better than before. There was no device malfunction suspected. The patient was doing well, and the explanted devices were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI, upn: m365sc12160, model: sc-1216, serial: (B)(6), batch: 541317.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7115520.

Event description:
It was reported that the patient was not getting adequate pain relief. After reprogramming, the patient was feeling stimulation on non-targeted areas due to lead migration which was confirmed through an x ray. During the revision procedure, the physician noticed that the sutures were busted from the leads which was likely due to excessive weight. The physician repositioned the leads using extra thicker sutures as the tissue was not holding onto the sutures very well. Upon follow-up two days post-operation, one of the leads migrated as confirmed through x-ray. Reprogramming was attempted and all areas were covered except the lower back.